Event description:
Customer discovered, while performing preuse checks the ventilator started pressure limiting and activated the upper pressure limit alarm. The ventilator was swapped out and was taken to the bio-med department.